Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective digital signal processor u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The patient was fitted with a replacement monitor.